Event description:
It was reported that during a rotator cuff repair procedure using a super turbovac 90 icw wand, the pt sustained a second degree burn on the arm, after fluid leaked from the disconnected suction tube. The burn was discovered during a post operative visit, and was treated and dressed. There have been no further pt complications reported as a result of this event.